Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had prime/fill anomaly. Customer's blood glucose was unknown mg/dl. Customer stated they are unable to exit the preparing to prime loop. The customer was advised to hold down act until they receive 2nd series of beeps and/or number appear on the display. Customer stated they received 2nd series of beeps. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump alarm a21. Customer's blood glucose was unknown mg/dl. The customer was unable to check alarm history because device stuck in prime loop. Customer stated a temp basal was not programmed before the alarm a21 occurred. The customer that the alarm occurred after inserting a new battery. The customer was advised to monitor the insulin pump.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.